Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The event involved a spinning spiros® closed male luer, red cap where the report states that when registered nurse was infusing infliximab, the medication started leaking around the spinning spiros. She verified that the spinning spiros was attached properly, as she felt the "click" when attaching it. She noticed the leak about 35cc into the medication being infused. She re-spiked the medication bag and attached new spinning spiros. No leak was identified once it was changed. There was patient involvement and unknown patient or staff harm.